Event description:
On (B)(6) 2011 at 9:48am, the lay user/patient's reporter contacted lifescan (lfs) alleging that the patient's onetouch ultra2 meter continued to display the 'apply sample' message even after blood was applied. On (B)(4) 2011 this medical surveillance specialist (mss) contacted the patient by phone for additional information. The patient reported that the issue began on (B)(6) 2011 at 07:00am when he attempted to test with the subject meter for the first time. The patient advised that he manages his diabetes with insulin (self adjust) and the subject meter is his only meter. The patient verified with the mss that as a result of the issue, he was not able to test and so he guessed on how much insulin to take for his diabetes management. The patient reported that a few minutes after the issue began he 'passed out'. It was reported that his wife immediately called ems and on (B)(6) 2011 at approximately 07:15am ems obtained a blood glucose result of '49mg/dl' on an unknown ems meter. The patient advised that he was given 'a coke or similar sugary drink' as ems treatment for the issue. The patient advised that a blood glucose result of '79mg/dl' was obtained on the ems meter a short time after and ems left instructing the patient to 'have breakfast and contact lifescan for assistance with the meter'. During troubleshooting, the customer care advocate (cca) determined that it was the first time the meter had been used, that the patient was not using the proper testing technique, and that the subject meter was set to an incorrect test strip code number. The product issue was resolved and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k053529.

Manufacturer narrative:
Device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the meter has passed testing with no faults found. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed. Lifescan (lfs) has requested the return of the test strips for evaluation. If the test strips are returned lfs will evaluate them and inform FDA of those findings in a supplemental report. At this time, lifescan considers this matter closed.